Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No sticky button noted during testing. Rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests weren't performed due to no act button response. The device had cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the buttons on the insulin pump were sticking. Customer stated her doctor had the same issue. Customer didn't recall her blood glucose level, but current was 324 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.